Event description:
It was reported that stored episodes of post-paced t wave oversensing were observed. Reprogramming changes were recommended. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.